Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced noise with isometrics. An issue with the implantable cardioverter defibrillator (ICD) setscrew was suspected. The pocket was reopened and the lead was reinserted into the header with no more noise observed. The ICD and rv lead remain in use. No patient complications have been reported as a result of this event.